Manufacturer narrative:
A supplemental report is being submitted for corrections. The prior supplemental regulatory report had an erroneously entered date of (B)(6) 2021 for date manufacture received the information (g3), that has been update to 08-nov-2021. H10 of the prior supplemental regulatory report was also missing the additional device investigation information, that has been updated. Correction for the initial regulatory report where h10, for the additional device was missing the unique device identifier , the manufacturing date and use before date , this information has been updated. Additional products: d4: expiration date: 31-jul-2014/ serial #: (B)(6), h4: mfg date: 31-jul-2012 UDI #: (B)(4), h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the two ventricular assist device (vad) were not returned for evaluation. No device malfunction was reported against the device and no additional information was provided. Review of the controller log files could not be performed since log files were not available for analysis. There was insufficient information regarding the reported event. Based on the limited available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314trg ICD, (B)(6) 2013. Additional products: brand name: heartware ventricular assist system ¿ pump/driveline, model #: 1103, catalog #: 1103, expiration date: unk, serial: (B)(4), UDI #: (B)(4), device available for evalution: no.device manufacture date: unk. Labeled for single date: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had two ventricular assist devices (vads) implanted. The vads were explanted approximately four months later. Additional information was not provided. No patient complications have been reported as a result of this event.